Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual analysis found two external insulation abrasion breaching the outer insulation consistent with friction to another device or feature of the heart. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-16758. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial and right ventricular leads exhibited over-sensed noise. The leads were explanted and replaced. The patient was discharged.